Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the stem component at the bone to implant interface. Patient had lps implanted on (B)(6) of this year. Soon after surgery and patient was at home the implant "twisted." Patient had no fall or trauma. Surgeon believes it was an undersized stem both in length and diameter that was initially implanted causing the failure. The components were removed and reamed a larger size. Trialed and seemed stable going up in diameter and length. Surgeon was informed that it was off label to reuse the distal femur and segment component. It was surgeon decision to reuse all explanted product and only replace the stem with a new one. Products that were re-implanted: 1987-14-105, j99g01; 1987-07-035, j3517x; 1987-27-118, j70z49. Doi: (B)(6) 2021; dor: (B)(6) 2021; right knee.